Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has not been inflated but both balloon shoulders are slightly unfolded. The stent is also slightly opened at both ends. Microscopic inspection revealed a constriction of the outer shaft at the proximal balloon weld. The findings indicate that the shaft deformations were most likely caused by a tensile force which has been applied to the distal part of the instrument. A transportation wire was present in the guidewire lumen at the time of return shipment and could be removed with no unusual friction. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is inflated and tested for air tightness by means of a helium leakage test. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the preparations for the intervention. It should be noted that, according to the IFU, the user is advised to exercise care during device handling to reduce the possibility of accidental breakage, bending, kinking of the stent system shaft.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. It was not possible to dilate the delivery balloon. No pressure could be build up. The device retrieved without complications and another device was used to complete the intervention.